Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one open folder with one used needle suture outside the foil packet was received for analysis. Product code w9236t. Upon visual analysis of the three samples, the closure of the channel area and tip of the needles were noted to be as expected. However, the insertion of the sutures is not totally confined inside of the channel of the needles, resulting in a protrusion defect, this condition could contribute to separation of the needle from the suture. As the suture is absorbable and the duration and conditions of environmental exposure could not be determined, functional testing was not performed. Based on the information currently available, the protrusion was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Device history review: a manufacturing record evaluation was performed for the finished device 106c5s / w9236t batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a proctocolectomy procedure on (B)(6) 2026 and suture was used. The problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.